Event description:
The customer reported that his olympus visera pro xenon light source was not producing a light during procedure preparation. According to the initial reporter, the intended procedure was completed using another device without any reports of patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty sensor was discovered and caused a brightness failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty sensor could not be identified. Olympus will continue to monitor field performance for this device.